Manufacturer narrative:
(B)(4).

Event description:
The drug was updated from "sulfa compounded" to "sufenta compounded".

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal compounded baclofen 2000 mcg/ml at 368.6 mcg/day and sulfa compounded 155 mcg/ml at 28.56 mcg/day via an implanted pump for non-malignant pain and multiple sclerosis. The event/difficulty occurred on (B)(6) 2016. The patient had pump replacement on (B)(6) 2016 due to expected end of life (eol). At that time, spontaneous retrograde flow cerebrospinal fluid (csf) obtained from existing catheter when explanted pump disconnected from catheter, and withdrawal of csf obtained from cap with 24 g non-coring needle after existing sutureless connector attached to new pump. Three days after replacement, the patient reported to clinician loss of effect from therapy. On (B)(6) 2016, the managing pain anesthesiologist performed an isotope dye study (due to patient's allergy to contrast) and no isotopes moved from the pump reservoir. No reservoir comparisons between expected and actual residual volumes documented. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient had exploratory surgery done on (B)(6) 2016 to evaluate status of implanted system. Intraoperatively, exisiting pump segment appeared kinked. After the neurosurgeon disconnected pump from the existing catheter, a spontaneous retrograde flow of csf was observed. Single bolus primed into pump on back table using sterile camera sleeve. Fluid observed flowing out from exit port of pump; pump then programmed to abort bolus. Disconnected and discarded existing 7.6 cm sutureless connector, 0.4 cm trimmed off existing 84.9 cm length spinal catheter and 24.5 cm new pump segment catheter spliced on for total new length implanted catheter of 109 cm. The doctor was updated on findings from surgery and he ordered infusion rate to be restarted with a 46% decrease from previous file rate. The new infusion rate of baclofen was 200 mcg/day and sufenta 15.51 mcg/day with a simple continuous rate. Priming bolus for catheter only as internal pump tubing already primed. It was unknown if the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. On 08/29/2016, additional information was received from the rep indicated the patient¿s medical history was multiple sclerosis. No oral medications except tizanidine as needed (prn). When patient was experiencing withdrawal three days after pump replacement, she had complained of increased spasticity per the clinician. The patient was seen in the pain management clinic this morning by the physician assistant (pa) and stated she felt infusion rate was too high so the infusion rate decreased to baclofen 183 mcg/day and sufenta 14.18 mcg/day. The patient was placed back on flex programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.